Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the calcified distal left main (lm) and circumflex artery (cx) which had a 90 degree bend. A 4.00x32mm promus element stent was deployed in the lesion and it was noted post deployment that the stent was deformed. The physician advanced multiple unspecified non-compliant balloons to fix the deformation with some success. The physician attempted to cross the placed stent with a 6mm non-compliant balloon; however, the tip of the balloon catheter caused further deformation of the stent and nothing else was able to cross the lesion and the procedure was ended at this point. No patient complications were reported and the patient's current condition is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).